Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for about 15 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.